Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2012 and an xact stent was implanted in the mildly calcified left internal carotid artery. Reportedly, post-procedure the patient experienced hypotension and bradycardia. Medication was administered and the symptoms resolved on (B)(6) 2012. The patient was to be discharged to home on (B)(6) 2012; however, after ambulating, the patient became dizzy and did not feel well. The patient stayed an additional day and was discharged to home on (B)(6) 2012. No additional information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: bivalirudin; embolic protection: emboshield nav 6 . The reported patient effects of bradycardia, hypotension and dizziness are listed in the xact instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.